Manufacturer narrative:
(B)(4). Device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk.

Event description:
It was reported that during an open procedure for rectum, the jaws became not to open. There was a possibility that the jaws clamped something. Then, the I-blade was broken off when it was forcibly opened. The broken piece fell into the patient. Then, the patient was x-rayed and the fallen piece was found and retrieved from the patient. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information received: the I-blade was broken off in a few hours. The target tissue was thick and stiff. The current patient is stable. The doctor commented that the possible cause was that the device was used against the thick and stiff tissue. The device was received with the top of the I-blade upper tip broken off. The broken part was returned with the device. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch record was reviewed and no anomalies were noted during the manufacturing process.